Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow and down arrow keypad buttons were under responsive. Reportedly, there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, the up arrow and down arrow buttons were unresponsive; the ok button was intermittently unresponsive. The contrast button responded properly. The keypad cover was removed and no contamination was found under key contacts. Due to an unrelated cracked battery compartment; the pump failed a leak test. The pump cover was opened and moisture was found on an internal component.